Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the multifunction cable could not be connected to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to the multi-function connector not seated properly to the connector panel. Analysis of reports of this type has not identified an increase in trend.